Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a yellow piece of the permanent cautery hook instrument fell off into the patient. While dissecting, the fragment fell inside the patient. The surgeon did not provide a cause for the fragment detachment. The fragment was successfully retrieved by the assistant using a laparoscopic instrument, and confirmation that all fragments were removed was achieved through visualization. No additional surgical procedure was required for fragment removal, and no post-operative imaging tests, such as x-ray or ultrasound, were performed. The procedure was completed robotically, and a backup instrument¿another permanent cautery hook¿was used to finish the surgery. There was no injury to the patient, and the patient has not returned to the hospital due to complications related to a retained foreign object.